Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue, the patient claimed she felt symptoms of shakiness and blurred vision. The patient ate candy and/ or drank a soda as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however the batteries needed to be replaced. The patient stated she did not test on another device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.